Event description:
During testing, it was observed that a pump alarmed for a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device in question. The eval was able to confirm and reproduce a system error 322 alarm. It was determined that the alarm was caused by a failed upper latch switch. As a result, the upper latch switch has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.